Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a broken clamp in the reported problem area of the pipette assembly. Replaced plunger clamp in position #7. The instrument was cleaned, tested without further problem and was returned to expected operation.